Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and device passed. Pairing with nordic bluetooth device: passed. Share log review: showed no data found. Bin file analysis: bin log information did not show a transmitter error alert. The customer complaint was not confirmed because there was no indication of a transmitter failed error. The reported event of a failed transmitter error was not confirmed, the root cause could not be determined.